Manufacturer narrative:
As allowed by exemption #(B)(4), heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we are reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion - reviewed direction for use for heliobond. The dfu lists the following indications: adhesive for enamel bonding. Together with syntac also dentin bonding agent. Cementation of tooth jewelry, e.g. Skyce. Transparent sealing of fissures and restorations. As a bonding layer for the repair of composite, crown and bridge restorations. The user described the use of the material as wetting agent. The directions do not show wetting agent as a indication. Spoke to the assistant, today is her last day. She has been working with the dentist to resolve issue. They are using the plasma coated instrument on the anterior fillings and are not suing the heliobond as a wetting agent for the vd. She said that they have purchased new composite instruments and the old instruments appear to have been the cause for the sticking. She said that they use multiple brands of led curing lights and always cure the composite per the labeled cure times of 20 or 40 seconds. She said that so far none of the fillings have required replacement since we last spoke. She is unable to determine which syringes were involved and does not wish to exchange material.

Event description:
(B)(4).